Event description:
It was reported at the first device checkup after implant, no diagnostic data had been collected. It was determined that the implant detect had not completed at implant due to the plugging of the atrial port. The implant detect was programmed to complete and diagnostic data began collecting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.